Manufacturer narrative:
Calibration data were within expectations. Quality controls were within range before and after the sample was run. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the issue is consistent with non-linearity of estradiol recovery in samples from patients undergoing in-vitro fertilization treatment. Per product labeling: "steroid drugs may interfere with this test."

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys estradiol iii on cobas e 801 analytical unit serial number (B)(6). The reporter suspects the patient sample may contain an interfering factor against a component of the estradiol assay. The sample initially resulted in an estradiol value of > 3000 pg/ml with a data flag. The sample was automatically repeated with a 1:10 dilution, resulting in a value of 1456 pg/ml. The 1456 pg/ml value was reported outside of the laboratory. The customer then aliquoted the sample into two aliqots. The first aliquot was repeated directly on the analyzer, resulting in an estradiol value of > 3000 pg/ml with a data flag. The sample was then automatically repeated with a 1:10 dilution, resulting in an estradiol value of 1433 pg/ml. The second aliquot was run on the analyzer after manually programming a 1:10 dilution, resulting in a value of 1447 pg/ml. The customer then pulled the primary tube, recentrifuged it, then aliquoted it into two aliquots. The first aliquot was repeated directly on the analyzer, resulting in an estradiol value of > 3000 pg/ml with a data flag. The sample was then automatically repeated with a dilution, resulting in an estradiol value of approximately 1450 pg/ml. The second aliquot was run on the analyzer after manually programming a 1:10 dilution, resulting in a value of 1444 pg/ml.